Event description:
The customer reported that while in pt use, the ventilator gave a 'transducer fault' with audible and visual alarms. The pt was removed from the ventilator and placed on another ventilator, no pt harm.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the MFR.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed in known good unit, powered on in service mode entered event log, notice multiple xdcr fault events recorded exported events. Perform xdcr calibration on pt800 failed per service manual. Powered on with received settings and reported problem was duplicated at power up with xdcr fault alarming on top banner. Findings/root-cause: reported problem was duplicated and isolated to bad transducer.